Event description:
It was reported that the syringe of the bd plastipak syringe with needle was cracked inside the packaging.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the problem is a failure at syringe assembly station, which caused the barrel cracked at another syringes. As internal action for product, quality improvement will be performed the for defects of damaged components and leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe of the bd plastipak¿ syringe with needle was cracked inside the packaging.